Event description:
It was reported that the patient received inappropriate shocks due to oversensing during asystole via reduced intrinsic amplitudes. Technical services explained how this can happen during asystole. There were no adverse patient effects. The system remains implanted.